Event description:
It was reported that rv lead was replaced due to high pacing threshold.

Manufacturer narrative:
A partial lead with the lead tip measuring 43.9cm was returned for analysis. External insulation abrasion was noted at 28.1-28.3cm, 28.2-28.4cm, 28.7-29.6cm, and 29.6-29.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.